Manufacturer narrative:
Submit date: 06/20/2013. An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer states the patient presented post procedure with burns at the tumescent application sites. For the post treatment, the patient was prescribed with antibiotic ointment and a bandaid. There was no hospitalization and the patient is currently stable with no other issues. The leg has improved.